Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3146, UDI: (B)(4), serial: unknown, batch: 3428646.

Event description:
Related manufacturer report number: 1627487-2022-06164. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted.